Event description:
It was reported that the device was in a confirmed overdischarge (od). It was the first od. The patient had a loss of stimulation and a loss of therapeutic effect. The patient had less than 50% therapy relief in the right foot. A physician mode reset (pmr) successfully reset the device. A power on reset (por) occurred during the pmr process. Reprogramming and impedance testing had been done (context not reported). However, a surgical revision was done to test the extension and the adaptor. The stimulator and adaptor were replaced. The stimulator was replaced preventively in case the battery capacity declined with the od, as a way to avoid another surgery. The patient status was listed as alive with no injury.

Manufacturer narrative:
Supplemental sent for additional information. Analysis summary and conclusion, result and method codes updated. Analysis of implantable neurostimulator (s/n (B)(4)) found reduced capacity due to overdischarge. Analysis of anchor and adaptor found no anomaly.

Event description:
Additional information reported that the cause of the overdischarge (od) was extension malfunction. It was reported that the patient was experiencing less than 50% therapy relief.

Manufacturer narrative:
Concomitant: product ID 7489, serial# unknown, implanted: (B)(6) 2009, product type extension; product ID 74001, serial# unknown implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type adapter; product ID 3487a, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
Product ID: 3550-29, lot# unknown, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.